Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/9/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. One of the haptic was observed damaged/distorted. No damaged was observed to the other haptic. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that when tech pulled lens out of sterile package; the intraocular lens had a bent haptic. There was no patient contact with the lens. No further information provided.